Manufacturer narrative:
Additional information: section h.6. The recipient is reportedly experiencing an infection and is also still being treated for inflammation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode extrusion. Revision surgery is under consideration.

Manufacturer narrative:
The recipient is reportedly experiencing inflammation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has a middle ear infection and is currently being treated with medication (type unknown). The infection and inflammation are almost resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.